Event description:
It was reported that the screwdriver broke at the tip during bone screw insertion. Inner pull rod is intact. Replacement was available.

Event description:
It was reported that the screwdriver broke at the tip during bone screw insertion. Inner pull rod is intact. Replacement was available.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed visually to have the distal tip fractured. The fragment was removed. No consequence to the patient was reported. No surgical delay was reported. Manufacturing files were reviewed and no anomalies were found. The instrument was revealed to be approximately 7 years old. A materials analysis report on a previous pi revealed that the hardness and material chemistry were in accordance with the print. Conclusion: the probable root cause of the tip fracture is the age of the instrument.